Event description:
It was reported to philips that the heartstart xl defibrillator exhibited a battery malfunction. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the device exhibited a battery malfunction. The asp visited the customer site, assessed the device, and replaced the defective battery to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported issue was due to a battery failure. Further root cause was not determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The asp replaced the defective battery and the issue was resolved. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.